Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 120 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. Customer reports how the fluid/moisture exposure occurred was there was a fire and the fire department put water everywhere in the house. Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to flattened b, esc, act and down arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to verify excessive no delivery alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. No blank display anomaly noted, however moisture damage found on the lcd board.